Event description:
A peripherally inserted catheter (PICC) was being flushed prior to placement and a hole was noted in the catheter below the suture wing. Another device was successfully placed. No pt complications were reported in this event. This device has not been received for eval. Therefore, a failure analysis is not available and without evaluating the device, co is unable to determine if it met specifications. As a lot number for this device was not provided, a device history search could not be performed and co is unable to determine the relationship between the device and the cause for this event. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.